Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unable to performed displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to blank display. Blank display anomaly due to broken l2 on interface board. Pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump shut down without any alarm. Customer reported that the device's display was blank at the time of the call. During troubleshooting, the customer was unable to get the display to return. Blood glucose level at the time of the incident was 306 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.